Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical products: PICC line, size and MFR. Unknown.

Event description:
The customer reported that the PICC line was noted to be leaking overnight causing the infusions to be moved to the patient's peripheral IV's. The customer alleges that the maxzero¿ valve is not working correctly and is causing the multiple leaks they are experiencing. There was no report of patient harm.